Event description:
Pt reported he was unable to deliver a bolus on the infusion device due to a defective button. He reported the protective rubber on the up button was previously damaged and removed, but the button continued to work properly. He removed and reinserted the battery, and the infusion device displayed an e8 power interrupt error. He was unable to clear the error message due to the non-functioning buttons. He switched to his backup infusion device. The alleged infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.